Event description:
(B)(4). Same case as 2134265-2009-04856 & 2134265-2009-04854. The patient was enrolled in (B)(6) 2007. The target lesion was a type ii lesion in the left carotid artery with 5 mm reference vessel diameter, 8 mm length and 85% stenosis measured by nascet. Vessel/lesion positive for ulceration and moderate target vessel tortuosity. The carotid wallstent monorail stent with a 7mm diameter and a 30mm length was implanted. The filterwire ex (190cm) was used for cerebral protection. Pta was performed using maverick2 balloon dilatation catheter. Atropine 0.5 ui was given during the procedure. The patient experienced a minor stroke during the procedure. The event of stroke resolved with no residual effects. The procedure was documented as successful and estimated residual stenosis was 0-29%. The patient had a one month follow up exam in (B)(6) 2007. The carotid stent was patent with 10% residual stenosis. The patient presented as asymptomatic with no complications or adverse events since the last visit. Six and twelve month assessments were not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.